Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an umbilical hernia repair. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2021 for an umbilical hernia repair. The initial date of diagnosis and cause of the patient¿s hernia were unknown; however, it was affirmed the patient¿s hernia preexisted the start of pd therapy. It was reported the patient¿s hernia was exacerbated through the normal course of pd therapy and caused drain complications, but it was confirmed these events were not due to a deficiency or malfunction of any fresenius product(s) or device(s). During this hospitalization, the patient¿s pd catheter (not a fresenius product) was repositioned, and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy (exact date unknown). The patient continued with hd therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was discharged to home on (B)(6) 2021 and recovered from this event. It was confirmed the patient¿s umbilical hernia, the associated procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with plans to return to pd therapy upon reassessment of the pd catheter.

Manufacturer narrative:
Clinical investigation: a temporal relationship does not exist between ccpd utilizing the liberty select cycler and the adverse event of the patient¿s umbilical hernia, as the hernia preexisted the start of pd therapy. It is well established for patients undergoing pd are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful renal replacement therapy. The cause of this patient¿s umbilical hernia is unknown; however, it can be determined this event was not due to the use of any fresenius product(s) or device(s) as a temporal relationship does not exist. Additionally, it is well known most abdominal wall hernias occur prior to the start of pd therapy. Therefore, the liberty select cycler can be excluded as a source of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an umbilical hernia repair. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2021 for an umbilical hernia repair. The initial date of diagnosis and cause of the patient¿s hernia were unknown; however, it was affirmed the patient¿s hernia preexisted the start of pd therapy. It was reported the patient¿s hernia was exacerbated through the normal course of pd therapy and caused drain complications, but it was confirmed these events were not due to a deficiency or malfunction of any fresenius product(s) or device(s). During this hospitalization, the patient¿s pd catheter (not a fresenius product) was repositioned, and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy (exact date unknown). The patient continued with hd therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was discharged to home on (B)(6) 2021 and recovered from this event. It was confirmed the patient¿s umbilical hernia, the associated procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with plans to return to pd therapy upon reassessment of the pd catheter.